Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief. The evoke scs was turned off by the patient and had not been charged. During follow-up visits, the patient declined consent for further evaluation of evoke scs system and reprogramming. It was additionally reported that the patient did not receive adequate pain relief during their trial with evoke scs; however, the patient elected to proceed with the permanent implantation of evoke scs system.